Manufacturer narrative:
(B)(4). Batch # r5aa91. Investigation summary: one photo was received. Upon visual inspection of a photo, the following was observed: the photo shows a blue reload inside of its package of product code gst60b, lot # r41204 and expiration date 2018-10-16. The pan cartridge was noted partially dislodged from right side and three loose drivers inside of package. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one gst60b cartridge reload was received sterile with 6 double driver loose, making the reload non-functional. In addition the cartridge pan was noted to be dislodged from proximal end. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that the hospital did the incoming goods checking, noted the staple drivers fell in the packing as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.